Manufacturer narrative:
Continuation of d10: product ID unk-cv-sr-aneurx (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-tal aaa (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-tal aaa (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-aneurx (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-endurant (unknown serial/lot); product type: 0180-aortic stent graft; product ID unk-cv-sr-tal aaa (unknown serial/lot); product type: 0180-aortic stent graft. G2: citation: authors: o m abdul-malak 1, p cherfan 1, n liang 1, m eslami 1, m singh 1, a mohapatra 1 2, m zaghloul 1, m madigan 1, g al-khoury 1, m makaroun 1, r a chaer. Serious failure modes after evar are device specific. Journal of endovascular therapy 2024. Doi: 10.1177/15266028241248345 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: 'serious failure modes after evar are device specific' (abdul-malak et al, 2024) . The time frame of this study was over 21 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: aneurx, endurant and talent. Among patient adverse events included: aneurysm expansion, abdominal pain, cardiac events, respiratory failure, cerebrovascular accident, acute kidney injury, limb ischemia, rupture, re-intervention. No further information was provided pertaining to medtronic products.